Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the esophagus during an esophagogastroduodenoscopy (egd) with esophageal stent replacement procedure performed on (B)(6) 2023. During the procedure, the clip bent at a 45 degree angle. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip prematurely deployed in the esophagus.